Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem was unable to power on. Upon evaluation, the programming was corrupt on the ca board. The cause of the inability to power on is the corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the defective charger/modem. The last patient to use the battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing charger/modem sn (B)(4), the charger/modem was unable to power on. The last patient to use this charger/modem did not report any deficiencies.